Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated on-screen messages stating unable to proceed, check alerts to resolve issue during a supply change, with no visible alerts and no insulin delivery, consistent with a consecutive stalled motor alarm and device restart/malfunction. Symptoms included hyperglycemia with a reported glucose of 263 mg/dl, without ketone testing, medical intervention, or other assistance. Outcomes included temporary interruption of insulin delivery and use of back-up subcutaneous insulin after guidance from the healthcare provider. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.